Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Results will be forwarded when available. Evaluation summary: (B)(4): the device was returned, analyzed and no anomalies were found.

Event description:
It was reported that during implant attempt, the physician plugged the pace/sense port with an improper size pin when using the device to size the pocket. It was further reported that when the lead was connected to the device, the lead would not stay in the port and intermittent noise was present due to the connection problem. The device was removed and replaced. No patient complications have been reported as a result of this event.